Event description:
It was reported that the pt underwent a revision surgery to remove a broken screw on the right side at l3 and right side at l5. It was reported that the screws came out with a thick pus on them and the screws looked yellow. No pt complications were reported.

Manufacturer narrative:
Devices were not returned to medtronic for eval. Unable to determine cause of the event.